Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's mother stated the cgm displayed 3.4 mmol/l; however, she suspected an issue with the values because prior values reported were inaccurate (cgm 2.8 mmol/l, bg 12.2 mmol/l). A finger stick was performed, and the patient's blood glucose was 1.4 mmol/l. The patient was treated with gluco-juice. At the time of contact, the patient was doing good. Data was provided for evaluation and the allegation was confirmed. The probable cause could not be determined. The reported allegation falls within the c zone of the parkes error grid. The data investigation confirms values that fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.